Event description:
Boston scientific received information that, with a non biotronik lead, there was intermittent post-shock oversensing on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The oversensing resulted in pacing inhibition, but the caller was not sure how many beats were inhibited. No adverse patient effects were reported. Upon wrench insertion at the attempted implant, blood and air were reportedly bubbling out of the back of the header. The device was not implanted and another boston scientific crt-d was used. The atrial lead dislodged and was repositioned.